Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic inflammatory disease ('infection (other)describe: pelvic inflammatory disease'), loss of consciousness ('neurological conditions or problems type:dizziness/black outs') and ovarian cyst ('tumor / teratoma / cancer type: ovarian cysts') in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included swelling nos, heartburn, irritable bowel syndrome, arthritis, anxiety, hernia, nausea, lower abdominal pain, constipation and tubal ligation. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen, leuprorelin acetate (lupron), medroxyprogesterone acetate (depo provera) and tramadol. In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia),"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vaginal odour ("vaginal odor"). On (B)(6) 2011, the patient experienced adhesion ("other injury(ies) or complication please describe: adhesions"), 4 years 8 months after insertion of essure (ess205). On (B)(6) 2013, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis,"). On (B)(6) 2014, the patient experienced hot flush ("hormonal changes describe: hot flashes/menopause") and menopause ("hormonal changes describe: hot flashes/menopause"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: unexplained bowel problems,"), alopecia ("hair loss"), nausea ("nausea,"), dizziness ("neurological conditions or problems type:dizziness"), the first episode of vaginal discharge ("vaginal discharge / abnormal discharge") and the second episode of vaginal discharge ("vaginal discharge") and was found to have blood glucose fluctuation ("effects in glucose levels") and weight increased ("weight gain"). The patient was treated with surgery (unilateral salpingo-oophorectomy hysterectomy with unilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the pelvic inflammatory disease, loss of consciousness, blood glucose fluctuation, vaginal haemorrhage, hot flush, ovarian cyst, menopause, dysmenorrhoea, dyspareunia, gastrointestinal disorder, alopecia, nausea, dizziness, endometriosis, the last episode of vaginal discharge, weight increased, adhesion and vaginal odour outcome was unknown. The reporter considered abdominal pain, adhesion, alopecia, blood glucose fluctuation, dizziness, dysmenorrhoea, dyspareunia, endometriosis, gastrointestinal disorder, hot flush, loss of consciousness, menopause, menorrhagia, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, vaginal odour, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy noted in dates of essure removal: (B)(6) 2013. (Unilateral salpingooophorectomy - right salpingo-oophorectomy) (B)(6) 2014 (hysterectomy with unilateral salpingo-oophorectomy). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2011: impression: enlarged right ovary with complex appearing right ovarian mass with both solid and cystic components. Findings could resent a hemorrhagic right ovarian cyst but other etiologies including dermoid or endometrioma not excluded. Followup is recommended. Free pelvic fluid. Vascular flow evident to both ovaries.. Ultrasound pelvis - on (B)(6) 2011: impression: the right ovary is enlarged. It contains multiple follicles but there is also a dominant complex cystic lesion arising from the right ovary which has increased in size. It contains fine internal echoes and may represent an endometrioma, hemorrhagic cyst, cystadenoma or cystadenocarcinoma. Tubo-ovarian abscess is not excluded. There is now a small amount of free fluid in the cul-de-sac. Abdominal pain, pelvic pain, dysmenorrhea, dysmenorrhea, ovarian cyst, endometriosis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received : case become incident. Unspecified event: injury to herself was updated to more specific events: pelvic pain, abdominal pain, vaginal odor, device monitoring procedure not performed, abnormal bleeding(vaginal, menorrhagia), hot flashes, menopause, pelvic inflammatory disease, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), unexplained bowel problems, hair loss, nausea, dizziness, black outs, endometriosis, vaginal discharge, ovarian cysts, vaginal discharge, weight gain, adhesions, blood glucose abnormal. Reporter added, patient demographic added, essure removal date added, product indication updated. Events onset date, events severity, concomitant drug, medical history and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.